Manufacturer narrative:
B3: year and month are known, date of event is unknown, no information has been provided to date. D4: lot number, expiration date are unknown. H4 is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that after the product was intubated, the inflation line got detached. No patient injury.

Manufacturer narrative:
Other, other text: d10, h3, b5 and h6 codes updated. One device was returned for investigation. Three (3) photos were received for investigation as well. The sample was visually inspected and a perforation was detected in the tracheal tube near the entrance of the inflation line. A leak test was performed where it was found that the perforation did not affect the inflation system, however the complaint was confirmed. Based on the analysis conducted in the sample provided, failure mode was confirmed in a notch. The sample passed the leak test. The notch condition's root cause was traced to a possible manufacturing issue. No actions taken at this time but complaint information will continue to be monitored and further actions taken accordingly.

Event description:
Additional information: after intubation, a leak was detected from the tube. The product was checked and a hole in the tube near the adhesion of the inflation line was found. No patient injury.